Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing and low out of range pacing impedance measurements less than 200 ohms. A lead insulation issue was suspected. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, the lead insulation was bunched in several places, the proximal end of the distal spring electrode was separated from the lead body insulation, the lead body was noted to be wavy and lead insulation abrasion was confirmed and felt to be consistent with lead on lead interaction.

Event description:
Additional information was received that the patient had a bio-prosthetic tricuspid valve that was noted to have caused an abrasion to the lead insulation.